Event description:
It was reported the 511st was used during laparoscopic nissen fundoplication. It was reported the internal seals ripped from four devices had to be opened to complete the case. There was no consequence to the pt.